Event description:
Additional information received reported that the patient was in the hospital for two weeks following an extensive abdominal surgery. Following the surgery the patient noticed a "negative" effect on the interstim, and her symptoms returned to what they were prior to implantation of the system. The system was turned on at the correct setting, but still did not provide relief. It was noted that the patient was given additional medications following the surgery, and one of the side effects of the medication was urinary incontinence. The patient was unable to adjust the stimulation as the process was too difficult given the location of the device, and the patient did not have a detachable antenna.

Event description:
It was reported that the patient experienced a loss of therapeutic effect, with symptoms including a loss of bladder control. This occurred following a major surgery. The patient was still in the hospital for reasons unrelated to interstim therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was discharged from the hospital. Her home-care nurse was able to help her get the device turned on again. As far as the reporter knew, the device was working again and the patient did not need help.